Manufacturer narrative:
The device was received for evaluation. Functional testing did not identify any issue related to the customer reported condition. A review of event history log revealed improper shutdown messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The rear case will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump powered off without user input during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.